Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer blood glucose reading was 118 mg/dl. Troubleshoot was performed. Customer stated that he was not getting any insulin. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis.